Manufacturer narrative:
Correction: this supplemental report is to correct the previous report to include the information that the lead had been explanted.

Event description:
New information received on 5/2/2018 indicating that the lead had been explanted. No further information was available.

Manufacturer narrative:
A partial lead with the distal tip measuring 13.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented with an alert for a possible high voltage lead issue. The high voltage lead impedance measured low and out of range during delivery of therapy. The shock was aborted and the vector was reconfigured by the device. The second shock was delivered successfully and converted the patient's arrhythmia. Programming changes were made. The patient was stable following the event.